Manufacturer narrative:
Device 5 of 6. E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced six tape on sticking event on 17-apr-2024. It was reported that infusion set comes off the skin. The blood glucose level was over 500 mg/dl at the time of event and the patient was treated with manual injection and bolus from the pump. No further information available.